Event description:
A malfunction occurred, indicated by a malfunction code 0. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump until a replacement is provided, as cts confirmed shipment of a new pump. Instructions were given on how to place the pump into storage mode, and the customer was advised to return the malfunctioning pump using a pre-paid label within 10 days.